Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customers¿ allegation of loose angulation and a noisy image was not confirmed. During the evaluation it was found that the nozzle had foreign objects, due to insufficient cleaning. Additionally, due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Adhesive on the bending section cover (a-rubber) had a chip and a crack. The objective lens had a scratch. The adhesive around the objective lens had a white clouded area. The adhesive around the light guide lens had a white clouded area. The connecting tube buckled. Due to damage to the charged coupled device unit, the image was not displayed. The universal cord had wrinkles. The switch button 2 had a scratch. The switch button 4 had wear. Paint on the suction cylinder was peeled. Paint on the air/water cylinder was peeled. The image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope experienced angulation working but the angulation control knob feels too loose or light, and an image appears but is noisy. It was unknown when the event took place. There was no report of patient or user harm associated with the event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there were foreign objects found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.